Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, a pollen filter and oxygen blending module gasket must be replaced due to preventive maintenance, warning label is scratched, handle is cracked, handle o-ring is overused, porting block is damaged, front and rear cover are cracked, rubber feet are missing, which was not related to the malfunction/issue.